Event description:
The facility reports the cna used the lift to transfer the resident from her bed to her wheelchair. The cna heard a snap when the right side of the sling clip (by the right shoulder) broke. The resident fell out of the sling, approximately three feet, striking her head on the leg of the lift. The resident suffered a four inch laceration to the bed of her head, which required four staples to close.